Event description:
The catheter was placed at the pt during the daytime. At night it was found that neither sensing nor pacing functioned. There is no report of pt injury and the device has been returned for analysis.